Manufacturer narrative:
Summarized patient outcomes/complications of mechanical heart valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, coronary disease, atrial fibrillation, cerebrovascular disease, and renal insufficiency. Complications reported included degraded, patient device interaction problem (thrombus), heart failure, mitral stenosis, thrombus, infection, bleeding, dyspnea, surgical intervention, hospitalization/prolonged-hospitalization, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: comparison of mechanical versus bioprosthetic valve replacement in mitral stenosis surgery. B2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "comparison of mechanical versus bioprosthetic valve replacement in mitral stenosis surgery", was reviewed. This research article presented a retrospective single-center experience to evaluate the clinical efficacy and mid-term prognosis between mechanical and bioprosthetic valves in mitral stenosis surgery. The devices included in the study were st. Jude medical bileaflet valves, carbomedics bileaflet valves, carpentier-edwards bovine pericardial valves, and medtronic mosaic porcine valves. The article concluded that for patients with mitral stenosis, mechanical valves offer better durability but require lifelong anticoagulation therapy. Bioprosthetic valves have fewer bleeding complications but carry the risk of valve deterioration. [The primary author was jinfeng ma, department of cardiothoracic surgery, qijiang district people's hospital of chongqing, no.54 tuowan branch road, gunan street, qijiang district, chongqing city, 401420, china.] [The secondary and corresponding author was qingming xue, department of cardiothoracic surgery, affiliated hangzhou first people's hospital, school of medicine, westlake university, no.261 huansha road, hangzhou city, 310006, zhejiang province, china, with corresponding e-mail: xqm0017@163.com.] This study included patients who underwent mitral valve replacement from 01 january 2015 to 31 december 2020. A total of 200 patients were included in the study, of which an unknown amount received an abbott device. The average age of the bioprosthetic valve group was 65.7 years. The average age of the mechanical valve group was 52.4 years. The majority gender was female. Comorbidities included hypertension, diabetes mellitus, coronary disease, atrial fibrillation, cerebrovascular disease, and renal insufficiency.